Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of specification. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/06/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: during investigation, a review of the pump history showed loss of prime with non-zero force had been recorded. Evaluation revealed that the force sensor calibration was out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The cartridge was not returned with the pump. A retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).